Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
It was reported that the system lost patient images and data. There is no report of injury or death associated with the event described in this compliant.